Event description:
A malfunction was reported on a pump by a customer. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.